Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 5.1 inr on the coaguchek xs system while professional coaguchek xs system returned as 3.1 inr. Customer's coumadin dose was lowered for 1 day based on the professional meter. No adverse event reported. Requested return of suspect system and replacement was sent.